Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutting failure of the probe occurred and the product could not cut in the middle of the cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with various components. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face, in the port, on the needle, and at the tip. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. The adhesive fillet was observed to be conforming and no adhesive was observed on the inner cutter. Orange/brown foreign material was observed along the entire length of the inner cutter. The needle holder was observed to be broken. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was unable to be tested due to the actuation failure. The cause of the actuation failure is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. The evaluation indicated that the needle holder of the probe was broken. How and when the needle holder became broken is unknown and a root cause cannot be determined. A non-conformance investigation has been initiated in order to decrease the frequency of inner cutter detachments. No additional action was taken by the investigation site as the exact root cause of the broken needle holder cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).